Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment threads and battery cap threads were stripped. Evaluation also revealed a faded, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/27/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: evaluation revealed that the battery compartment threads and battery cap threads were stripped. Additionally, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).